Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available follow-up data were investigated. The iegms showed the noise signals on the rv and on the ff channels with small amplitude and frequency mentioned in the complaint description which most likely resulted from an external source. Furthermore irregular noise artifacts which led to vf detection and shock delivery were observed on the rv channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - the patient, (B)(6) man, practices a body building, so the ICD was implanted under greater pectoral muscle. After ICD implantation, dft test was not performed. On (B)(6) 2018, when ICD test was done, it was confirmed electric potentials in vf from the ventricular sensing histogram. It was considered ICD over sensed a noise in vf zone. Isometrics were performed without noise present at the current setting. The setting was changed from 0.4mv to 0.6 mv and the patient went home. On (B)(6) 2018, the patient had an ICD check due to inappropriate shocks. During the check, ventricular threshold, ventricular electric potentials, ventricular lead impedance and rv coil electrode were measured, but no abnormality confirmed. Ventricular lead impedance and rv coil continuity check showed no abnormality. The arrhythmia episode showed that ICD oversensed noise, and activated inappropriate shock. One noise is regular small frequency wave which is possibly due to emi or patient muscle. Another noise is irregular large amplitude which is possibly due to lead damage or ICD and lead connection failure. When the noise detected the patient was not doing physical training. The setting for ventricular sensing, tachycardia detection zone, and cycle count were changed. At this moment, no additional operation is planned.